Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues / abnormal menses"), abdominal pain lower ("cramping"), ovarian cyst ("ovarian cysts"), hot flush ("hot flashes"), night sweats ("night sweats"), coital bleeding ("bleeding after sex"), menorrhagia ("menorrhagia"), amenorrhoea ("amenorrhea"), micturition urgency ("urine urgency"), depression ("depression") and anxiety ("mental anguish / emotional anguish"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder, abdominal pain lower, ovarian cyst, hot flush, night sweats, coital bleeding, menorrhagia, amenorrhoea, micturition urgency, depression and anxiety outcome was unknown. The reporter considered abdominal pain lower, amenorrhoea, anxiety, coital bleeding, depression, hot flush, menorrhagia, menstrual disorder, micturition urgency, night sweats, ovarian cyst and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: essure device was successfully occluded. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues / abnormal menses"), abdominal pain lower ("cramping"), ovarian cyst ("ovarian cysts"), hot flush ("hot flashes"), night sweats ("night sweats"), coital bleeding ("bleeding after sex"), menorrhagia ("menorrhagia"), amenorrhoea ("amenorrhea"), micturition urgency ("urine urgency"), depression ("depression") and anxiety ("mental anguish / emotional anguish"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder, abdominal pain lower, ovarian cyst, hot flush, night sweats, coital bleeding, menorrhagia, amenorrhoea, micturition urgency, depression and anxiety outcome was unknown. The reporter considered abdominal pain lower, amenorrhoea, anxiety, coital bleeding, depression, hot flush, menorrhagia, menstrual disorder, micturition urgency, night sweats, ovarian cyst and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the outer coil was removed in pieces') and pelvic pain ('pelvic pain') in a 26-year-old female patient who had essure (batch no. A96181) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "a portion of the coil was noted to be doubled on itself within the tube". The patient's medical history included overweight, inflammation, dizziness, dysuria, blurry vision, hypoglycemia, flash hot and dry skin. Concomitant products included celecoxib (celexa) from (B)(6) 2013 to (B)(6) 2014 and diazepam (valium) from (B)(6) 2013 to (B)(6)2014. On (B)(6) 2013, the patient had essure inserted. In october 2013, the patient experienced dyspareunia ("dyspareunia") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("vaginal bleeding") and the first episode of menorrhagia ("menorrhagia"), 1 month after insertion of essure. On (B)(6) 2013, the patient experienced depression ("depression"), anxiety ("mental anguish / emotional anguish"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues / abnormal menses"), abdominal pain lower ("cramping"), ovarian cyst ("ovarian cysts"), hot flush ("hot flashes"), night sweats ("night sweats"), coital bleeding ("bleeding after sex"), the second episode of menorrhagia ("menorrhagia"), amenorrhoea ("amenorrhea"), micturition urgency ("urine urgency") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salphingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the menstrual disorder, abdominal pain lower, ovarian cyst, hot flush, night sweats, coital bleeding, the last episode of menorrhagia, amenorrhoea, micturition urgency, depression, anxiety, vaginal haemorrhage, urinary tract infection, migraine, headache, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain lower, amenorrhoea, anxiety, coital bleeding, depression, device breakage, dyspareunia, fatigue, headache, hot flush, menstrual disorder, micturition urgency, migraine, night sweats, ovarian cyst, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - in december 2013: results: essure device was successfully occluded. Ultrasound scan vagina - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the outer coil was removed in pieces') and pelvic pain ('pelvic pain') in a 26-year-old female patient who had essure (batch no: a96181) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "a portion of the coil was noted to be doubled on itself within the tube". The patient's medical history included overweight, inflammation, dizziness, dysuria, blurry vision, hypoglycemia, flash hot and dry skin. Concomitant products included celecoxib (celexa) from on (B)(6) 2013 to on (B)(6) 2014 and diazepam (valium) from on (B)(6) 2013 to on (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. In october 2013, the patient experienced dyspareunia ("dyspareunia") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("vaginal bleeding") and the first episode of menorrhagia ("menorrhagia"), 1 month after insertion of essure. On (B)(6) 2013, the patient experienced depression ("depression"), anxiety ("mental anguish / emotional anguish"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues / abnormal menses"), abdominal pain lower ("cramping"), ovarian cyst ("ovarian cysts"), hot flush ("hot flashes"), night sweats ("night sweats"), coital bleeding ("bleeding after sex"), the second episode of menorrhagia ("menorrhagia"), amenorrhoea ("amenorrhea"), micturition urgency ("urine urgency") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salphingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the menstrual disorder, abdominal pain lower, ovarian cyst, hot flush, night sweats, coital bleeding, the last episode of menorrhagia, amenorrhoea, micturition urgency, depression, anxiety, vaginal haemorrhage, urinary tract infection, migraine, headache, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain lower, amenorrhoea, anxiety, coital bleeding, depression, device breakage, dyspareunia, fatigue, headache, hot flush, menstrual disorder, micturition urgency, migraine, night sweats, ovarian cyst, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram in december 2013: results: essure device was successfully occluded. Ultrasound scan vagina on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jun-2019: pfs and medical record received : medically confirmed case. Reporter and patient demographics were added. Events the outer coil was removed in pieces, vaginal bleeding, menorrhagia, urinary tract infection, migraines, headaches, dyspareunia, vaginal discharge, fatigue, weight gain and a portion of the coil was noted to be doubled on itself within the tube and the outer coil was removed in pieces were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the outer coil was removed in pieces') and pelvic pain ('pelvic pain') in a 26-year-old female patient who had essure (batch no. A96181) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "a portion of the coil was noted to be doubled on itself within the tube". The patient's medical history included overweight, inflammation, dizziness, dysuria, blurry vision, hypoglycemia, flash hot and dry skin. Concomitant products included celecoxib (celexa) from (B)(6) 2013 to (B)(6) 2014, diazepam (valium) from (B)(6) 2013 to (B)(6) 2014, levonorgestrel (mirena) from (B)(6) 2012 to (B)(6) 2013, meloxicam (mobic) from (B)(6) 2014 to (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("vaginal bleeding") and the first episode of menorrhagia ("menorrhagia"), 1 month after insertion of essure. On (B)(6) 2013, the patient experienced depression ("depression"), anxiety ("mental anguish / emotional anguish"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues / abnormal menses"), abdominal pain lower ("cramping"), ovarian cyst ("ovarian cysts"), hot flush ("hot flashes"), night sweats ("night sweats"), coital bleeding ("bleeding after sex"), the second episode of menorrhagia ("menorrhagia"), amenorrhoea ("amenorrhea"), micturition urgency ("urine urgency"), urinary tract infection ("urinary tract infection"), hypersensitivity ("allergic reaction") and alopecia ("hair loss"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salphingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, the last episode of menorrhagia, vaginal haemorrhage, urinary tract infection, vaginal discharge, fatigue, weight increased, hypersensitivity and alopecia had resolved and the menstrual disorder, abdominal pain lower, ovarian cyst, hot flush, night sweats, coital bleeding, amenorrhoea, micturition urgency, depression, anxiety, migraine, headache and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, alopecia, amenorrhoea, anxiety, coital bleeding, depression, device breakage, dyspareunia, fatigue, headache, hot flush, hypersensitivity, menstrual disorder, micturition urgency, migraine, night sweats, ovarian cyst, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: results: essure device was successfully occluded. Imaging procedure - on (B)(6) 2014: not provided. Ultrasound scan vagina - on (B)(6) 2013: total bilateral occlusion. Lot number: a96181 manufacture date: 2013-02 expiration date: 2016-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the outer coil was removed in pieces') and pelvic pain ('pelvic pain') in a 26-year-old female patient who had essure (batch no. A96181) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "a portion of the coil was noted to be doubled on itself within the tube". The patient's medical history included overweight, inflammation, dizziness, dysuria, blurry vision, hypoglycemia, flash hot and dry skin. Concomitant products included celecoxib (celexa) from (B)(6) 2013 to (B)(6) 2014, diazepam (valium) from (B)(6) 2013 to (B)(6) 2014, levonorgestrel (mirena) from (B)(6) 2012 to (B)(6) 2013, meloxicam (mobic) from (B)(6) 2014 to (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("vaginal bleeding") and the first episode of menorrhagia ("menorrhagia"), 1 month after insertion of essure. On (B)(6) 2013, the patient experienced depression ("depression"), anxiety ("mental anguish / emotional anguish"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues / abnormal menses"), abdominal pain lower ("cramping"), ovarian cyst ("ovarian cysts"), hot flush ("hot flashes"), night sweats ("night sweats"), coital bleeding ("bleeding after sex"), the second episode of menorrhagia ("menorrhagia"), amenorrhoea ("amenorrhea"), micturition urgency ("urine urgency"), urinary tract infection ("urinary tract infection"), hypersensitivity ("allergic reaction") and alopecia ("hair loss"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salphingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, the last episode of menorrhagia, vaginal haemorrhage, urinary tract infection, vaginal discharge, fatigue, weight increased, hypersensitivity and alopecia had resolved and the menstrual disorder, abdominal pain lower, ovarian cyst, hot flush, night sweats, coital bleeding, amenorrhoea, micturition urgency, depression, anxiety, migraine, headache and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, alopecia, amenorrhoea, anxiety, coital bleeding, depression, device breakage, dyspareunia, fatigue, headache, hot flush, hypersensitivity, menstrual disorder, micturition urgency, migraine, night sweats, ovarian cyst, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: results: essure device was successfully occluded. Imaging procedure - on (B)(6) 2014: not provided. Ultrasound scan vagina - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received : new events were added: allergic reaction, hair loss. Event outcome and reporter information were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.